Manufacturer narrative:
Average age literature reference: cools, b., et al. (2015). "Medium term follow-up after percutaneous pulmonary valve replacement with the melody® valve." Ijc heart <(>&<)> vasculature 7: 92-97.

Event description:
Event found in review of literature. Purpose of the study was to evaluate the long term function after heart valves where pre-stenting was performed. 112 heart valves were implanted in 111 patients; mean age 19.3 years (4.5-81.6). No pre-stenting of the rvot was performed (n= 4) at first. In the next 107 patients pre-stenting was performed. Intrastent was used as part of pre-stenting. In the follow-up period there were patient deaths reported. The deaths were unrelated to the heart valve, however it is unknown if they were related to the pre-stenting.